Event description:
It was reported that the handpiece began leaking an oil-like substance while the equipment was being tested. There was no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was rec'd at the MFR for service and repair. An eval will be conducted, and a f/u report will be submitted after the quality investigation has been completed.